Manufacturer narrative:
After review of this incident with the caregiver, our initial conclusion is that the pt did not follow the operator instructions for opening of the chair. The opening and closing chair instructions, included in the owners manual, clearly state "keep fingers away from pinch points under seat tube while opening chair." Device has been removed from the user facility and additional eval will take place once received and a f/u report detailing any additional findings or info will be provided.

Event description:
Per user facility: event description: when opening this model of bariatric wheelchair from a folded position, and grasping the sides of the seat, the pt's fingers were wedged between the bottom of the seat rail and the underneath seat support area.